Event description:
It was reported that immediately upon first application of the foot switch, a fiber break became obvious about mid-length of the fiber. There was no evidence that the fiber was damaged while removing the fiber from the packaging. The fiber was replaced and the procedure completed. There was no patient injury.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber did not exhibit signs of usage, however, the fiber was found to be broken within the white tubing at 3 feet, 6 inches from connector, between the input connector and control knob. The fiber was tested with a hene laser fixture and aiming beam iwas visible at the location of break; the outer sheath exhibited no signs of melting. Based on a thorough review of the reported complaint, the most probable cause of the observed fiber break was considered to be unintended use error caused or contributed to event.

Event description:
It was reported that immediately upon first application of the foot switch, a fiber break became obvious about mid-length of the fiber. There was no evidence that the fiber was damaged while removing the fiber from the packaging. The fiber was replaced and the procedure completed. There was no patient injury.